Event description:
Allergic reaction. I have hives all over my body. Pa at clinic did not seem to think my complaints of itching after the first shot in 2008. Second shot on a week later. Rash all over body appeared the next day, worsening on the following day.